Event description:
The medical device report referenced above was filed by an end user, at a hospital facility, alleging the baxter sigma infusion pump repeatedly alarming ec 341. Hill-rom contacted baxter medical on 03/12/2018, by email. We have forwarded a copy of the medwatch report to them. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).